Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.    Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The right ventricular defibrillation impedance is somewhat variable through (B)(6) 2016 with an average of approximately 66 ohms and jumps to 114 ohms by (B)(6) 2016 and out of range by (B)(6) 2016. The superior vena cava coil defibrillation impedance is somewhat variable through (B)(6) 2016 with an average of approximately 79 ohms and jumps to 142 ohms by (B)(6) 2016 and out of range by (B)(6) 2016. Concomitant medical products: 429688 lead, implanted: (B)(6) 2010.

Event description:
It was reported that there was an alert for high impedance on the superior vena cava coil and the right ventricular coil of the right ventricular lead. The lead was revised. The right ventricular coil had a bad connection. The coil was reconnected and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.